Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
The customer reported that there was a no oxygen available message. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 05aug2020. B4: 05aug2020. H11: b5: it was reported to philips by the customer (biomed) that the v60 device was intermittently displaying no oxygen available with o2 connected to the wall. H10: the device was reported as being in clinical use at the time of the event. However, the customer stated there is no any adverse outcome to patient care or therapy. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer to disconnect the device from the o2 tank and let oxygen pressure bleed off. The rse also advised customers to change the o2 tank pressure to approximately 50 psi and connect oxygen directly into v60, eliminating oxygen manifold. The customer decided to send the device to the philips bench repair for evaluation. The philips bench repair received the device on 28-apr-2020. The philips bench repair performed a complete evaluation of the device and could not get the unit to show "oxygen not available" error. The technician tested various oxygen level percentages without error but found that the device continues to intermittently show "low minute ventilation" and "low tidal volume" errors even with correct s/t settings and alarm settings. The philips bench technician concluded that the replacement of the gds assembly and motor controller pcba would bring the device back to full functionality. The bench sent a price quotation to the customer who declined philips's service and repair. The philips bench technician did not perform any performance assurance testing, and no tools were used for repair. A defective sticker was placed on the device, and it was returned to the customer unrepaired on (B)(6) 2020. The customer stated they use a 3rd party for v60 repairs and performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.